Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation or indication the liberty select cycler caused or contributed to the event(s) of abdominal pain and/or peritonitis. Therefore based on the information available, causality cannot be determined. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the report of abdominal pain and subsequent diagnosis of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient presented to the outpatient dialysis clinic with abdominal pain and was treated with antibiotics. The peritoneal effluent fluid cultures and cell counts were obtained. The cultures were positive for gram negative bacilli (genus and species unknown), however the cell counts were unavailable. The patient was reportedly treated with ceftazidime (dosage, route, frequency and duration unknown). The peritoneal dialysis registered nurse (pdrn) reported the source of the peritonitis was unknown. Further information was unavailable. Should additional information become available, the file will be reassessed and updated accordingly.

Event description:
Medical records received and reviewed. The cell count results revealed few white blood cells. The culture results confirmed the reported gram negative bacilli and identified the organism as (B)(6).